Event description:
Rptr experienced episodes of severe bleeding into bladder (loss of up to 5 units over a period of days) caused by urethral catheters used for intermittent bladder drainage made necessary by an enlarged prostate. Other episodes have resulted in minor bleeding lasting less than 24 hrs. Injuries that result in bleeding are caused by cutting action of sharp, rough drainage eyelets on catheters during insertion and/or withdrawal. Very few of catheters examined and/or used (from over 25 different production lots) met the fraudulent marketing claims of the MFR that balloons were centered. When inflated, virtually all balloons were far off-center, causing failure to seat properly in bladder neck, intensifying bleeding. Balloons being off-center causes catheter tips to project at angles of 15+ degrees from tubes which can cause add'l wounding, prolong bleeding, and cause extreme pain and discomfort. (*).